Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The device had scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. It was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the buttons were responding intermittently. Blood glucose value was 520 mg/dl; treated with manual injection. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.